Event description:
It was reported that the fiber was firing in 180 degree angle when the correct is 70 degree angle after 70,000 joules and 6 minutes of use. The procedure was completed utilizing the second fiber with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic and exhibits signs of melting. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber was firing in 180 degree angle when the correct is 70 degree angle after 70,000 joules and 6 minutes of use. The procedure was completed utilizing the second fiber with no clinical consequences to the patient.